Event description:
It was reported that the right atrial (ra) lead perforated the pericardium and the patient went into cardiac arrest twice. Prior to going to the emergency room (ER), the patient had experienced chest pressure and could not walk up stairs but thought the symptoms were related to allergies. In the ER, blood was removed off the heart, the patient was admitted and taken into surgery where more blood was removed and the atrial lead was capped and replaced. During the procedure, insulation damage was noted on the right ventricular (rv) lead. The insulation was repaired and the rv lead remains in use. The patient reported that they were scared and traumatized by the experience. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.